Manufacturer narrative:
Sections with additional information as of 07-apr-2026: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were returned. Unable to ship returned product to manufacturer due to biohazard. Return product scrapped. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.

Event description:
Consumer reported complaint for the trueplus pen needles. Customer stated there is no needle in the underneath portion of the pen needle to insert into the insulin vial- that needle is missing. The package had not been open or damaged when received by the customer. Per the customer she started using the product a couple of weeks ago. The customer is using compatible product and the pen needle is properly aligned. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.